Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Log shows alarm 389 no o2 dosing possible, alarm 379 no o2 dosing possible, alarm 315 inspiration valve or device leaky, alarm 318 inspiration valve fail safe failed or occlusion in inspiration tube and alarm 271 o2 supply fail - no o2 dosing possible. Complete inspiration block and power board have to be replaced because of the known ot and rev 6 issue. Alarm 324 battery failure is active on the unit. Battery replacement under warranty. Inspiration block, life block assembly, the o2 supply tube, o2 connector inlet filter, housing cover alarm. Replaced, complete calibration performed.

Event description:
Customer reported that alarm 315 inspiration valve or device leaky active in this unit. As of this time no information about patient involvement in this reported event.